Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. Lead revision is planned.new information notes the lead was explanted.

Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Patient was asymptomatic. Lead revision is planned.

Manufacturer narrative:
A partial lead measuring 51.8cm from the distal tip was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 18.4-23.4cm from the distal tip. The etfe coating was intact at this location. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead measuring 51.8cm from the distal tip was returned for analysis. Externalized conductors due to internal insulation abrasion was found at 18.4-23.4cm from the distal tip. The etfe coating was not damaged due to the abrasions. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information notes that the lead was explanted.